Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate and would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. Reportedly, the battery gauge dropped from 70% to 15% when plugged into a power source. There was no reported impact to the customer's blood glucose level. It was confirmed that the customer had manual injections available.